Event description:
On 11 november 2025, it was reported by a sales representative via email that an ar-12990n, scorpion needle knee was reported to have the tip broken off. This occurred on (B)(6) 2025 during a meniscal root repair. It was reported tip of knee scorpion needle broke off. Not sure how/when it broke. After attempting to pass suture through meniscal root, dr. Retrieved scorpion and saw the tip missing. Unsure if left in situ. Dr searched joint though could not locate. The case was completed successfully using another scorpion needle. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including ¿dry¿ repetitive actuation outside the surgical site, striking bone, applying excessive force when attempting to pass the needle through fibrous or calcified tissue, as warned in the directions for use (dfu-0392-sub). Warning. To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The complaint allegation was confirmed upon reviewing the customer¿s attached pictures, which showed a needle with the distal tip excessively bent and broken off.